Event description:
As reported by the user on (B)(6) 2012, a pt of unk age and gender present for a nanoknife ablation of a tumor near the pt's heart. During the procedure, the pt developed atrial fibrillation. After aborting the procedure, the pt's cardiac rhythm stabilized and the treated physician did not feel the need to defibrillate. It was reported that the pt tolerated the complication; however the treatment was aborted and the pt was discharged to home.

Manufacturer narrative:
It was reported that the device involved in the incident was disposed of and not returned for evaluation. As the reported complaint sample was not returned, angiodynamics is unable to perform a device evaluation. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch.